Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the donor pre procedure cbc results were provided to aid in the investigation. The donor cbc confirmed the following: - the donor's wbc is 9.88e3/ul, which is highly elevated. - the donor's platelet count is 309e3/ul and the mean platelet volume (mpv) is 11.4 fl (normal 7.5-12 fl). Both values are within the normal ranges. Root cause : the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber during portions of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation : a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The tbct clinical specialist evaluated both the run data file and the donor cbc results. The donor had a white blood cell (wbc) count on the higher side of normal as well as platelets on the larger side of normal. The signal from the rbc detector got as close as it could to flagging for contamination detected at 70 min into the collection and then just sustained at that level for the remainder of the collection. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.